Manufacturer narrative:
(B)(4).

Event description:
Procedure type: donor nephrectomy. According to the reporter: clip applier (right angle) fired and jammed. Surgeon was unable to release it from the adrenal vein. The vein was caught in between two clips and surgeon could not release the clip applier off the vein. Surgeon had to place additional straight clips on each side of the vein, proximal and distal to the clip that misfired. Then divided the vein. The portion of the vein with the clips was removed. Additional clips applied so that the portion of the vein with the clip that jammed could be removed. The difficulty resulted in removal of a portion of the vein. There was unanticipated tissue loss. It is not known if there was an unanticipated extension for the incision more than one inch. It is not known if there was unanticipated blood loss of more than 500cc. No device fragment fell in the patient cavity. No device fragment was left in the patient.